Event description:
During remote monitoring, noise resulting in oversensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.